Event description:
Information received will intermittently not go into the trendelenburg position when the button is pressed.

Manufacturer narrative:
The technician replaced the logic board to repair the bed.